Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set broke apart and leaked during use. The following information was provided by the initial reporter: "we recently had 2 sets of bd pca administration sets break." Per bd representative: "dchu advised sample is separated."

Manufacturer narrative:
Investigation summary: an unknown sample was received under. Through visual inspection, the defect separation was observed. The set had separated at the bottom of the pumping segment. Slight indentation could be seen on the pumping segment, indicating the ring retainer had been assembled. No other defects or damages were observed on the set. Possible lots were determined using the smartsite ids. The device history review was completed for these potential lots. A device history record review for model 2426-0007 lot number 22049367 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22049368 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22049406 was performed. There was 1 quality notification issued for the failure mode reported by the customer during the production build of this set. 200333047 a device history record review for model 2426-0007 lot number 22059009 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22059007 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22059008 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A device history record review for model 2426-0007 lot number 22059028 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. The root cause was determined to be error in assembly of the pumping segment. The linkage of the pump segment is carried out by a flow stop equipment, without using solvent. When the equipment incorrectly assembles the pump section, a gap is left between the component and the tube, which can cause segment separation. In the work instructions it is indicated that it must be inspected using the visual aid of defects such as gap, pin hole and short shot. However, this visual aid was not used during the samples production. The failure mode was replicated by assembling the segment when the flow stop equipment required mechanical attention due to failure, confirming the root cause of gap due to equipment failure.

Event description:
It was reported that the bd alaris¿ pump module smartsite¿ infusion set broke apart and leaked during use. The following information was provided by the initial reporter: "we recently had 2 sets of bd pca administration sets break." Per bd representative: "dchu advised sample is separated."